Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15784. It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pacemaker exhibited noise that was interpreted as high ventricular rates, resulting in inhibition of pacing. There was no allegation of malfunction on the product but the physician suspected the noise was due to the device's algorithm being sensitive to noise. On (B)(6) 2019, the device was explanted and replaced. Patient was stable throughout.